Event description:
On july 10, 2023, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio flex meter was reading inaccurately high compared to their feelings and/or normal results. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call. The patient advised that the alleged inaccuracy issue began at 8 p.m., on (B)(6) 2023. The patient claimed obtaining a blood glucose reading of ¿222 mg/dl¿ with the subject device which they felt was inaccurately high compared to their feelings and/or normal readings. The patient reportedly manages their diabetes with oral medication (metformin, 1000 mg), diet and exercise, and advised the cca that in response to the alleged inaccuracy issue, they administered their usual dose of medication. The patient reported that later that day ((B)(6) 2023), an unspecified time after obtaining the alleged inaccurately high blood glucose reading, they became a ¿little shaky¿. The patient denied receiving medical intervention/treatment as a result of the alleged issue. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient did not have control solution available to complete a quality control test with the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose reading on the subject device.